Event description:
It was reported by service report that both siderails inner and outer and the footboard had cracked panels, and had missing plastic parts with exposed sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail and footboard panels were cracked with missing plastic parts exposing sharp edges.